Manufacturer narrative:
The user facility submitted medwatch mw5109977 for this event. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump back flowed during therapy. It was stated, "the patients uvc was backing up with blood, we were trouble shooting the line and all connections were tight, filter was full but it was still backing up. We noted that there was no fluid in the buretrol or the drip chamber and the IV pump was not alarming at all. It was acting as it was infusing fluid. As soon as we put fluid in the buretrol and drip chamber then the line cleared of the blood." No additional information is available.